Event description:
As reported: a revision surgery was performed on (B)(6) 2024 using the blueprint planning feature. The primary implants were the stryker reunion system. The patient needed a revision surgery because the baseplate failed (baseplate was loose and it migrated superior) and the center screw was broken."

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. H3 other text : device disposition unknown.